Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [(B)(4)].

Event description:
This report is being submitted in response to a user facility medwatch report # (B)(4) that terumo medical received on march 20, 2019. The event description states the following: "md deployed the angio-seal and it "mal-deployed" per the md. Md stated that the collagen "foot" went into the patient's left femoral artery. The "foot" goes into the patient before the collagen plug goes in and is meant to hold the collagen plug in place. But the collagen plug did not deploy. He stated this means now the "foot " is floating down the patients left leg and could cause a blockage of an artery in patients left leg. As of now, the neurovascular checks/pulses of the patients left leg are normal and palpable. However, patient will need continuous monitoring of left leg until the time that the collagen "foot" dissolves." Additional information was received on march 25, 2019. The procedure was a gastric artery embolization. A 6fr sheath was used. A pre-deployment angiogram was performed. Left groin arterial access. During deployment, the collagen plug did not deploy. Hemostasis was achieved with manual compression. Patient pulses were normal. Anchor was not confirmed in leg through any additional testing. No medical or surgical intervention was performed. The patients condition was stable. Gastric artery embolization was successful. The patient was discharged (B)(6) 2019.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.